Event description:
It was reported that outside of surgery, the unit had an unknown malfunction. There was no patient involvement. During device evaluation, it was discovered that the motor speeds were low. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was malfunctioning; the motor speeds were low and the device was out of calibration. The motor, switch, bearing, o-ring, seal, reciprocating arm, and hinge throttle gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: malayasia.